Manufacturer narrative:
Other applicable components are: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient could not walk for about a month. The patient needed a MRI (magnetic resonance imaging) of the brain and neck on 2015 and scans below that the next day. It was later reported that a healthcare provider (B)(6) (hcp) was caring for a patient at the hospital and wanted to know if the patient¿s symptoms were related to the pump, catheter, or drug. The patient¿s symptoms included abnormal signal in lumbar and lower thoracic leptomeninges on MRI and increased csf protein and increased csf lymphocytes (about 200) with lower extremity weakness. A manufacturer¿s representative was present during the retrieval of fluid from the reservoir and for further analysis. They received 2 cc of fluid from both the reservoir and from the catheter. The pump was used to infuse bupivacaine and dilaudid. Additional information reported that the patient had an MRI on (B)(6) 2015 due to reported leg weakness. It was noted that no sign of a granuloma was present. The hcp had been in contact with the device manufacturer¿s medical affairs and a neurosurgeon for emergency consult. The hcp treating the patient at the hospital reported thru the device manufacture representative, that the patient had several weeks of increased weakness without any increase in pain. Indication for use includes chronic low back pain. The MRI of the total spine showed leptomeningeal enhancement, but no mass. 2 spinal taps had demonstrated high protein and 200 white blood cells (wbc)/lymphocytes. Cultures had been negative two times. A fungal culture was pending (B)(6) 2015. The device manufacture representative told the physician that the pump concerns of inflammatory mass were ruled out by MRI with contrast. Infection was noted as a low probability, due to the normal cultures, but a catheter access port (cap) aspiration with culture was recommended. If the cap aspiration with culture returned a negative result, then the pump system etiology was of low probability. The device manufacture representative suggested that arachnoiditis was possible, but that it may have been present at the time of implant. The device manufacture representative suggested to the hcp a review of films with the radiologist specifically addressing an enhancing mass, epidural abcess or other cause for increased wbc. Due to the patient not having an increase in pain a pump malfunction was unlikely. It was reported t hat the pump was used to infuse bupivacaine (concentration of 30mg/ml and a dose of 13 mg/day) and dilaudid (concentration of 40mg/ml and a dose of 13 mg/day), an increase from the previously reported dose per day. Additional information was received from the patient. It was reported that patient had pain all day long due to her multiple sclerosis that she had prior to the pump being implanted. Patient stated that her pain was located throughout her entire body. Patient stated that she needed to have 4 magnetic resonance imaging (MRI) coming up and the healthcare professional (hcp) wanted to have a manufacturer representative there to monitor pump during the scans. Patient also reported that she had a procedure done to check on possible infection around the pump. Patient stated she had biopsies and cultures done but it ended up being meningitis. Patient stated that pump ended up being fine and there were no issues. Patient mentioned that she was ill prior to meningitis but clarified this was from multiple sclerosis and pain which started prior to the pump. Patient stated the drug in her pump when she was ill with meningitis was hydromorphone and bupivacaine but didn't think she was on baclofen. Patient stated she was on a higher dosage but not sure what it was ore concentration. Patient stated she wanted to be clear that the pump was great and was really helping her. No further complications were reported.